Event description:
It was reported the pt experiences a shocking sensation along the leads when he turns the stimulation off. The pt will meet with the physician as the next course of action. Note the pt has two leads from the same lot implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.